Event description:
It was reported that post procedure, low blood pressure was noted. Diagnostic imaging was performed and pericardial effusion due to cardiac perforation was observed. Pericardiocentesis was performed to address the pericardial effusion. The patient was in stable condition.